Event description:
The physician was using a mylex uterine handy vak system which includes a 60cc syringe and a cannula. The cannula was successfully inserted through the cervix. On gently pulling back, the hard plastic part of the plunger disengaged from the rubber stopper. On sudden disconnection, the cannula went slightly deeper into the uterus. There was no patient injury.